Event description:
The complainant stated the bed had an unintentional up movement of the head section.

Manufacturer narrative:
The accounts maintenance isolated the hand pendant on the control box and all of the bed functions worked. Repairs have not been completed. A f/u report will be sent once the customer discloses their investigation.